Manufacturer narrative:
(B)(4) - secondary surgery, excessive. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B)(6) 2011 in patient's left eye. The lens was explanted on (B)(6) 2011 due to excessive vaulting. The lens was exchanged for a shorter lens.